Event description:
It was reported that the insulin gauge displayed a different amount than expected, showing 185 units instead of the caller's expected 260 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge.